Manufacturer narrative:
A2 - patient age: correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, pericardial fluid collection, infection, and neurological events (not stroke related). This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU ¿patient care and management¿, lists infection as a potential late post implant complication. Also, (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the hm3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: due to system limitations the following could not be included: e2321: low blood pressure/hypotension, e0302: coagulation disorder, e1202: electrolyte imbalance, no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was re-implanted with a hm3 left ventricular assist device (lvad) pump and a temporary centrimag right ventricular assist device (rvad) on (B)(6) 2024. They underwent a reopening and hemostasis on (B)(6) 2024 and was then extubated on (B)(6) 2024. The rvad was successfully weaned and explanted on (B)(6) 2024. It was reported the patient was reintubated on (B)(6) 2024 due to a massive epistaxis and oral bleeding, which were caused by significant coagulopathy. The patient then went into tamponade with cardiovascular collapse on the night of (B)(6) 2024, when they underwent their 3rd re-opening. Following the operation, they remained hypotensive with persistent low flow, severe acidosis, and were coagulopathic despite treatment with electrolyte replacement, maximal inotropic support, and transfusion of blood products. On (B)(6) 2024 the patient had no sign of neurological recovery with persistent hypotension and acidosis on background of bacteremia and fungemia. The decision was made to withdraw care and the patient passed away on (B)(6) 2024.